Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2016-03754. It was reported the patient's scs leads had migrated. A sjm representative confirmed the issue. Surgical intervention will be taken at a later to address the issue.

Event description:
Device 2 of 2 . Reference MFR. Report# 1627487-2016-03754. Additional information received identified the patient experienced loss of stimulation due to lead migration. The patient underwent surgical intervention to explant the system (sometime in october 2016). However only the ipg was explanted and leads remain implanted due to scar tissue building up around the leads.